Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the small battery drive device was too low; and that it lacked power. It was further determined that the device failed the following assessments at pretest: checks for the attachment coupling , oscillation angle, switching function, compatibility between colibri/small battery drive and colibri ii / small battery drive ii, the function with electric pen drive console, triggers and ecu(electronic control unit) function, power with test bench, and the off/osc/on switch mode function. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.